Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the 6947 lead had a sudden impedance increase. It was further reported possible lead fracture or pin connection. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the full lead, in segments, was returned and analyzed. The defib conductor was observed to be fractured. Blood/body fluid was present on several conductors, on the outer tubing, and in/on the helix mechanism. Defib conductor was distorted, and the helix was disengaged from the helical channel.

Event description:
It was reported that the lead had a sudden impedance increase. It was further reported possible lead fracture or pin connection. The lead was explanted and replaced. No patient complications have been reported as a result of this event.